Manufacturer narrative:
Investigation of returned suspect computer confirmed the reported event. O-arm computer os booted as expected on bench. A "system.dllnotfoundexception: unable to load dll "opengl32.dll" error occurred and the o-arm application did not launch. Time/date (cmos) check was wrong (B)(6) 2006. Virus scan performed. Replaced cmos battery and corrected bios settings. Installed ias computer intest imaging system and the system readied as expected. Communication, 2d and 3d imaging were successful. Depleted cmos battery in ias computer prevented system from achieving ready. Reported issue was confirmed to be caused by low battery voltage.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 07/22/2016. Suspect computer returned to manufacturer for analysis and is under analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system image acquisition system (ias) computer did not start. No further details regarding the behavior were provided. There was no patient present when this issue was identified.